Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. The pump was out of warranty, and they reverted to an alternate method of insulin therapy.